Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient was "bleeding all over his body". The patient did not seek medical attention. The patient ended use of the lifevest on (B)(6) 2019. The patient's medical outcome is unknown, as follow-up attempts were unsuccessful.